Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 5. The home patient (hp) checked the lines and bags and found that the floor was damp under the empty supply bag. The hp could not find the source of leak. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.